Event description:
Additional information was received as follows: it was possible to flush the rear portion of the device and the distal part of the stent graft; however, it was not possible to flush the side port. The device was returned and its evaluation has been completed: the flushing sideport was returned detached from its position at the backend. The sideport appeared to have broken off at the port adapter. The detached edge of the side port tube was rough which may indicate it was snapped off and not caused by a sharp edge tool. Evaluation of the device could not conclusively determine a root cause.

Manufacturer narrative:
Evaluation, results: (B)(4) - lack of information (unable to determine cause of break).

Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately four weeks ago. It was reported that when the physician opened the sterile packaging for he observed that the side flush-port was disconnected from the delivery system. There was no noted damage to the packaging of the device. The physician elected to implant the stent graft and this was done without complication. No clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4).